Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that, the customer had low blood glucose of 49 mg/dl. Customer reported that, the transmitter was not working well and gets weak signal constantly and not detecting lows. Customer was sleeping when blood glucose went low. Customer advised to call back when has pump, transmitter and test plug. Customer was not able to troubleshooting for the weak signal. The insulin pump will not be returned for analysis.